Event description:
A customer reported that a pt's sample was negative when tested with anti-d bioclone lot db262a1 and positive when tested with a competitor's reagents. Qc testing of db262a1 was satisfactory. No death or serious injury was associated with this incident.